Event description:
It was reported that on (B)(6) 2024 a large flexnav delivery system was selected to implant a device. During the procedure, the physician reached the maximum allowed resheaths of the tavi valve and the valve capsule was getting damaged from the multiple resheaths.slightly flared edges was noted on the capsule. Per the IFU resheath of the valve is allowed a total of 3 times. The physician opened a new large flexnav delivery system and valve to complete the procedure. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a large flexnav delivery system was selected to implant a device. During the procedure, the physician reached the maximum allowed resheaths of the tavi valve and the valve capsule was getting damaged from the multiple resheaths. Slightly flared edges was noted on the capsule. Per the IFU resheath of the valve is allowed a total of 3 times. The physician opened a new large flexnav delivery system and valve to complete the procedure. The patient is stable.

Manufacturer narrative:
An event of material deformation and positioning problem was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that the physician reached the maximum allowed resheaths of the tavi valve and the valve capsule was getting damaged from the multiple resheaths. Slightly flared edges was noted on the capsule. Based on available information, the reported positioning problem appears to be related to patient anatomy (difficult anatomy). The reported material deformation appears to be related to a combination of difficult anatomy and procedural condition (multiple resheaths). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.